Manufacturer narrative:
The insulin pump was received with all buttons functioning properly; however, corroded keypad traces were found. No button error alarm occurred during testing. The insulin pump was also received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratched liquid crystal display window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had an unresponsive keypad. The caller did not know the blood glucose reading. The customer stated that he had been wearing the insulin pump in his pocket, took the device out to bolus, and received the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.